Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was noted that the right ventricular lead had brief episodes of noise. Pocket manipulation and arm movements did not reproduce the noise. All other values were stable and in normal range. The patient had no symptoms before, during, or after. The patient would stay away from potential sources of electromagnetic interference and would continue to be monitored.